Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within two months of initial implant, both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. Both the ra lead and rv lead were revised and remain in use. No patient complications have been reported as a result of this event.